Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 96.8cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mmx3.0mm, target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured. The device was competely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mmx3.0mm, target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured. The device was competely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.